Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer ultimately successfully filled and loaded the cartridge onto the pump. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 120 mg/dl.